Manufacturer narrative:
The insulin pump had down arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. Device had scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The hcp reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 134 mg/dl. Troubleshooting was performed. The device was returned for analysis.